Event description:
It was reported that during a routine follow up visit, the lead had increased impedance, several non-sustained ventricular tachycardia episodes and high sensing integrity counts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow up visit, the lead had increased impedance, several non-sustained ventricular tachycardia episodes and high sensing integrity counts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Additional information received indicated that there was oversensing, an alleged lead fracture and possible inappropriate therapy was received. A lead revision was not performed as the patient was hospitalized with cancer. The lead remained in use and the patient later died in a manner unrelated to the lead. (B)(4).